Manufacturer narrative:
No prime alarm noted during testing. No rewind anomaly noted. Insulin pump alarmed prime during basic occlusion testing due to loose and protruded drive support disk. Insulin pump was unable to test for prime test and occlusion test due to motor error alarm. Insulin pump had cracked battery tube threads, broken reservoir tube lip, broken belt clip slot, minor scratches on lcd window, cracked case at display window corner, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she received a prime rewind alarm on her insulin pump, which would not rewind. Her blood glucose was 157 mg/dl, which she treated with manual injection. During troubleshooting, the customer stated the insulin pump was not dropped and the drive support cap appeared to be protruded. She was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.